Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with at least 250 units of insulin. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer regarding the fill estimate calculation. The customer declined to reload the current cartridge and acknowledged the information provided.